Event description:
It was reported that a home patient (hp) connected to the homechoice (hc) cassette while the hc was in fill 1 of 4 of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the cassette was not returned the home patient (hp) reported a use error which contributed to a break in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The ¿operating instructions-starting your therapy¿ section provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.